Manufacturer narrative:
Product analysis:the complaint was confirmed. The cursor did not align with stylus contact. Calibration of the stylus resolved the issue. The printer was found to be printing improperly. The printer drawer was replaced. The device passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was not functioning properly. The programmer was returned for service. No patient complications have been reported as a result of this event.